Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was unknown. The customer was admitted to the hospital. The customer stated that her blood glucose have been running high due to pregnancy and lifestyles. The customer stated that she is in the hospital and they are trying to figure out her carb ratio. The customer was advised to call need assistance and gave the 24 hour helpline.